Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45 day follow up examination, computed tomography angiography (cta) revealed a thrombus on the closure device measuring about 23mm in diameter and extending about 9mm into left atrium (la) cavity. The patient was placed on anticoagulation medication and is scheduled for a follow up cta examination.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 45 day follow up examination, computed tomography angiography (cta) revealed a thrombus on the closure device measuring about 23mm in diameter and extending about 9mm into left atrium (la) cavity. The patient was placed on anticoagulation medication and is scheduled for a follow up cta examination.